Manufacturer narrative:
Plant investigation: the actual complaint device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The sound emitted by the cycler during the treatment test was normal. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The sound emitted by the cycler during the treatment test was normal. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the liberty select cycler with fmc cassette and the patient event of severe pain and nausea with ER visit. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler with fmc cassette. There are no medical or treatment records or reported information related to the patient allegation and report from the pdrn. The patient was new to pd therapy and the pdrn told the patient not to utilize the cycler again until properly assessed on pd training. It is unknown if the patient¿s lack of experience utilizing the cycler caused or contributed to the event. Based on the available information the cause of the patient¿s adverse event cannot be concluded.

Event description:
On (B)(6) 2019 during a follow up for a drain complication, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that around (B)(6) 2019 during treatment he was stuck in drain zero and not able to cancel his treatment. The patient alleges he was empty but the liberty select cycler was still trying to pull fluid from his abdomen and as a result he was in severe pain. After two hours the patient reported pulling a tube (unspecified) out of the cycler and the cycler making a loud noise. According to the patient this issue resulted in his penis shriveling, his bowels not working properly and not being able to get an erection. The patient reports being hospitalized shortly after this event (unknown date and diagnosis). The patient also mentioned having a blood clot during hospitalization, but specifics were not provided. The patient reverted back to manual exchanges and all of the symptoms were relieved. Additional information was obtained through the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2019 and (B)(6) 2019. Per the pdrn the patient¿s first use of the cycler was (B)(6) 2018 and she confirmed that the treatment was completed without issue. This hospitalization that the patient reported was in fact an emergency room (ER) visit for nausea and abdominal pain on (B)(6) 2019. It was suspected the patient had a breach in aseptic technique during treatment and was prescribed prophylactic antibiotic treatment (route, type, dose, frequency and duration unknown) and released from the ER. Per the pdrn there was no admission to the hospital. The patient¿s culture was negative for growth and was found to have no infection. The patient did mention to the pdrn that the liberty select cycler was attempting to pull fluid when he was empty and caused abdominal pain. The patient was instructed to only utilize manual exchanges. No further information was obtained and the pdrn refused to provide information about the blood clot other than stating it was not pd related. Medical records were requested but not received.